Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A family member/friend of the patient reported that the patient had just had their implant ¿put in¿. When asked, the caller reported that they had the old one removed and a new one ¿put in¿ that day because it wasn¿t working any longer and the patient had a return of bladder symptoms. The caller reported that it had started over a year ago. No further complications were reported at this time.